Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming "downstream occlusion." The caller had denied the presence of any closed clamps or kinks in the tubing. Batteries had been removed, the clamp had been closed, and the cassette had been taken out. Bubbles had been observed in the tubing extending across the top of the cassette. The green tab had been depressed, the cassette had been tapped, and the tubing had been massaged. Afterward, the cassette had been reattached, the clamp had been opened, and the pump had been powered on. The pump alarmed "remove and reattach the cassette." The cassette had been removed and reattached multiple times, but the alarm could not be cleared. The caller had been instructed to stop the pump, remove the batteries, and close the clamp closest to the port. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
D9: device received on 9/9/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.